Event description:
It was reported the pt's (australia) ipg reflects an indication of a low battery. The low battery warning was confirmed via the clinician programmer. Based on the pt's programmed settings, the warning is related to passivation. Directions were provided on how to clear the warning. No further issues have been reported.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.